Event description:
It was observed that during the device evaluation, the single-use sphincterotome's cover was peeled and the knife wire was exposed. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is possible that the slider was slightly pushed causing the cutting wire to deflect. The coated portion of the cutting wire has possibly been rubbed due to the effect of contacting a metal area of the endoscope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.